Event description:
Zio irhythm heartbeat monitor, marketed as a device that would be adhered to the body for 14 days to monitor for irregular heartbeat. I have a condition that requires a pacemaker / defibrillator. I am prone to ventricular tachycardia, the implanted device reports ventricular activity. The zio was to document before, during, and after the event. However the device is so poorly designed that it is impossible for it to stay attached to the pt. Mine failed and fell off after less than 48 hours, and it was "attached" to me by medical professionals. When you call the help line, they are fully aware of the fact that the device doesn't stay attached. When I demanded the call be escalated to a product engineer, he was well aware of the adhesive problem, but stated that it would, over a 14 day period, stay attached to record "blocks" of rhythm info to develop a "heartbeat profile." When asked what would happen if I had a ventricular event while it was unattached, he stated that in the 14 days enough info would be received that they could get a "best guess" profile of ventricular activity. Best guess. This is supposed to be a medical device, now we are talking reading tea leaves and chicken entrails, to develop "best guess" how can this be marketed as a 14 day rhythm study device, when it is quite apparent that the adhesive used is insufficient, and much too weak. It simply could not pass a test of duration, how can the FDA allow that to jeopardize people's lives? Please look into this device.